Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead impedance measurements have been slowly decreasing to below 200 ohm range. The impedance measurement recently measured at 200 ohms which triggered a check ra lead message. It was noted that the sensing, p-wave amplitude and threshold measurements were fine and there was no noise noted. Since there was approximately two years left on the device and the patient is not atrial dependent, the physician has opted to continue to monitor the patient. At this time the ICD and ra lead remain in service and no adverse patient effects have been reported.

Event description:
Additional information was received that during a device change out procedure for normal battery depletion the right atrial (ra) lead continued to exhibit low pacing impedance measurements of 200 ohms or less. Low threshold measurements were also observed. Since the patient's vein was occluded, the physician elected to leave the atrial lead implanted. At the end of the procedure the ra lead impedance measurement was 200 ohms. This device was explanted as planned. No adverse patient effects were reported.